Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. The customer reported that pump failed to receive the transmission of the blood glucose to the pump, also noticed that battery was still good but shown yellow meaning the battery was near to needing replacement, less than 3 or less days. The customer reported that pump's battery failed even it was green and near enough to the device. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updating the narrative with this report as transmitter svn was added. Updated narrative: it was reported to medtronic minimed that the customer experienced a charge /battery life that was less than expected. The customer reported no adverse event. The event involved products mmt-1884 and mmt-7841zn. Troubleshooting was not performed. The customer reported that the pump failed to receive the transmission of the blood glucose to the pump, also noticed that the battery was still good but showed yellow, meaning the battery was nearing replacement, less than 3 or less days. The customer reported that the pump's battery failed, even though it was green and near enough to the device. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1884 and mmt-7841zn.